Manufacturer narrative:
On 10/14//2014, the field service engineer (fse) evaluated the instrument and noted that the vacuum chamber was cracked. This crack was the source of the leak. The fse replaced the vacuum chamber and cleaned up the leak with a bleach towel using gloves. The leak was fixed and the instrument is operational. (B)(4).

Event description:
The customer reported a leak when using the cytomics fc500 mpl flow cytometer. The customer described the leak as approximately 1 ml of fluid (clenz and waste material) bubbling and leaking from the bottom of a cracked vacuum waste chamber on the instrument. The leak spilled on the bench top and would dry overnight with blue crystalization. The customer was running quality control (qc) method validations when the leak was identified. Patient samples were not run. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing lab coat, glasses, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.